Event description:
The surgeon attempted to implant a lens but it became struck in the cartridge prior to being implanted. There was no patient contact or injury. The nurse stated it was unknown as to why the lens became stuck. An indigo-p injector and an sfc-25 fp cartridge, lot number 1195416 were used. The nurse was unable to recall the lot number for this injector.